Manufacturer narrative:
(B)(4). Method: the event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported problem did not repeat during functional testing. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The sample analysis revealed no non-conforming product that could have caused or contributed to the reported problem, the direct cause was undetermined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the homechoice (hc) device blew a fuse and had black all over the back of it. The hc would not power on. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.